Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "leaking from hub roller level" (fluid leak). A customer reported there was leaking from the hub roller level after surgery was completed. It was noticed after the purge of the system. The cassette will be sent in for in-house testing.

Manufacturer narrative:
A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).